Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set was leaking at the filter. Mmd followed up with the initial reporter and they stated that the patient did not experience any adverse effects due to the complaint. No other information was provided. [Complaint: (B)(4)].